Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the hospital due to elevated blood glucose (bg) levels (700-800 mg/dl). The cause for elevated bg levels was unknown. Customer was treated through intravenous insulin and manual injections, and was released from the hospital the following day. Customer confirmed the pump functioned as intended.